Event description:
Patient underwent af atrial fibrillation ablation. At conclusion of case, grounding pad noted to be lifted away from patient. A burn was seen under the pad. The pad had not crinkled and while not affixed, was still flat against the patient.the case was reviewed by a multi-disciplinary team. They identified several potential causes of the burn, of which one was that the pad may have been defective. The pad was discarded after the event so it cannot be evaluated.======================health professional's impression======================heat not adequately dissipated and burn developed. Patient is sedated and not able to tell team s/he felt a burn. The pad is covered by draping and not assessed during the case. The patient cannot be moved during the procedure. Moving the patient may cause the arrhythmia mapping to be lost.